Event description:
When the product was opened, the inside packaging was found to be "falling apart and crumbling." Another hip was available and was used successfullty. There was no consequence for the pt.